Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8071596. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200765717, 200776714, 200762355] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had 12 out of 20 units of insulin left in the barrel after the injection, and when the consumer attempted to inject the rest, the needle came off. The following information was provided by the initial reporter: consumer left voicemail reporting that when she saw 12 units of inulin out of 20 units was still in the barrel, she tried to reverse to redo it. She reported needle came off. Lot # 8071596; expiration date-03-31-2023.